Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up with pocket erosion. It was noted that the patient had developed hematoma post device change on (B)(6) 2019. It was also noted that the patient has long history of hemodynamics problems. The device was explanted and replaced. The patient was in stable condition.

Event description:
Additional information received identified the hematoma was followed to resolution. No surgery was necessary.